Manufacturer narrative:
Correction: initial b5 should have included pericardiocentesis.

Event description:
It was reported that the patient presented to the hospital with chest pain. Upon device interrogation, it was noted that the right ventricular lead had increased thresholds, r-wave amplitude variation, and undersensing of r-waves. Programming changes were made. The physician elected to perform a lead revision and pericardiocentesis on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with chest pain. Upon device interrogation, it was noted that the right ventricular lead had increased thresholds, r-wave amplitude variation, and undersensing of r-waves. Programming changes were made. The physician elected to perform a lead revision on (B)(6) 2021. The patient was stable.